Manufacturer narrative:
The investigation determined that a vitros vitd result was likely obtained from the unintended tube/cup position when processed using a vitros 5600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. (B)(6). (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 immunodiagnostic system. A vitros vitd result 25.229 ng/ml was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. At the time of this report, the customer has been notified of this event. Ortho will be following up with the customer to determine any action the customer may take based on knowledge of this event. An amended report will be issued as necessary. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).

Manufacturer narrative:
On (B)(6) 2016, it was reported that the laboratory director (B)(6) determined that no additional actions would be needed as the historical vitd results obtained from this patient were very similar to the reported vitros vitd result. The investigation is complete.